Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, the first band was successfully deployed; however, when the physician attempted to deploy another band, it did not work. When he removed the scope outside the patient to check the device, he noticed that the ligator was placed correctly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) medical center. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned without the ligator housing, and the handle has damage markings made by the trip wire. In addition, the trip wire slack was not taken up. The handle has evidence of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the ligator housing was not returned, the handle has damaged markings, and the trip wire slack was not taken up. The markings in the handle most likely happened at the time of using the device and since the trip wire slack was not taken up, it is possible that the majority of the trip wire was in the handle spool being loose, damaging the handle when rotating the knob. Additionally, since the trip wire slack was not taken up, this most likely could have caused the device to have deployment problems with the bands. However, the ligator housing was not returned, therefore, it is not possible to see the deployment problem during the analysis. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, the first band was successfully deployed; however, when the physician attempted to deploy another band, it did not work. When he removed the scope outside the patient to check the device, he noticed that the ligator was placed correctly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.